Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/04/2018 that on (B)(6) 2018 the patient experienced the receiver and the app showing significantly different values the complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The device was charged and the device booted up. The device had pairing, calibration, performance, and range testing and passed. Receiver functional tester: passed all relevant testing. The share log was reviewed and was unable to determine the issue as the receiver was showing a different time than the app data. The probable cause was determined to be a defective transmitter. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced the receiver and the app showing significantly different bg values. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A probable cause could not be determined.